Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip jammed and would not deploy. A new device was used to compete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.